Event description:
The device was returned to the manufacturer, analyzed, and subsequently tested out of specification. Our records indicate that the patient had expired. The cause of death has been requested but not received. Follow up with the physician revealed the patient was last seen in his office in 2008, and he has no information on cause of death.

Manufacturer narrative:
The cause of death has been requested, but has not been received. Evaluation summary: preliminary testing showed no output and no telemetry. Further testing revealed the no output and no telemetry conditions were the result of lifted hybrid bond wires.